Event description:
It was reported that the customer had a crack on all four corners of the screen and near the reservoir. Customer stated there was a piece of plastic missing. Customer reported that the plastic beneath the battery cap was also cracked. Customer stated that the pump was functioning properly. Customer's blood glucose level was 74 mg/dl. Customer stated that the damage under the battery cap may be due to wear and tear. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Findings: pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, broken battery tube threads, broken on the reservoir tube lip, cracks on the reservoir tube window, scratches on the reservoir tube window, cracks on the reservoir tube, and missing end cap sticker. (B)(4).